Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "iabp machine suddenly stopped working" is not able to be confirmed. The distributor serviced the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was returned to the ward after defibrillation and percutaneous coronary intervention (pci) due to acute myocardial infarction, the intra-aortic balloon pump (iabp) was noted to be working well. Thereafter, the staff found the iabp suddenly stopped working, immediately changed to manual mode and started again, but still unable to start. As a result, the staff removed the catheter and iabp, and closely observed the changes of blood pressure and rhythm. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the patient was returned to the ward after defibrillation and percutaneous coronary intervention (pci) due to acute myocardial infarction, the intra-aortic balloon pump (iabp) was noted to be working well. Thereafter, the staff found the iabp suddenly stopped working, immediately changed to manual mode and started again, but still unable to start. As a result, the staff removed the catheter and iabp, and closely observed the changes of blood pressure and rhythm. There was no report of patient complications, serious injury or death.